Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the server delay medication had been verified in genesis until the nurse was able to retrieve it. A technical support specialist (tss) determined that the issue was on the genesys side. Genesys was actively investigating the legacy issue. The customer confirmed that the case could be closed. The system functioned as intended after technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the server was delayed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.